Manufacturer narrative:
(B)(4) date sent: 4/24/2025. D4: batch # c9ef28 . Additional information was requested and the following was obtained: "·was there any bleeding, leakage, tissue damage, etc. In this event? If there was bleeding or tissue damage, could you please tell us how it was treated? We have not received any reports of any particular damage following this event, and no particular treatment was performed. Are there any problems with the patient's condition after the surgery? We have heard that there are no problems." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, one (1) clip was found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic surgery, the device did not come out when tried to remove it after clipping. The device was removed by force. There was no problem to the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.